Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a tha case, a third degree burn, approximately 3 cm to 5 cm, was identified on the patient lower limb. Staff reported the aquamantys device may have been inadvertently activated while on the sterile field causing the burn. The burn was treated with a skin resection and no other interventions were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.